Event description:
The safety cap is hard to close over exposed needle causing potential needle stick as you push down to cover needle after use. We received several boxes and all are the same. Plastic cover appears to be small and requires a force to close - potentially sliding finger over needle

Event description:
The safety cap is hard to close over exposed needle causing potential needle stick as you push down to cover needle after use. We received several boxes and all are the same. Plastic cover appears to be small and requires a force to close - potentially sliding finger over needle.